Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties are due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xact stent referenced in b5 is filed under a separate medwatch MFR number.

Event description:
It was reported that during a heavily calcified ostial left common carotid (lcc) artery stenting procedure, after placement of the emboshield nav6, embolic protection device (epd), the 7x30 xact stent was positioned and ready to be deployed. Somehow, the stent deployed mostly in the aorta with only a small portion in the lcc ostium. As a result, nothing could get past the implanted stent, including the retrieval catheter for the epd; therefore, the epd was pulled through the stent to the retrieval catheter. However, the epd caught on the stent, dislodging it. The dislodged stent then floated downstream. The carotid intervention was completed with a non-abbott stent and the dislodged xact stent was pulled with a balloon to the iliac bifurcation where it was embedded in the vessel wall with a non-abbott stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.